Event description:
Within two months of a urethral bulking implant, the material eroded through the mucosal tissue. The physician decided not to remove the eroded tissue and to wait and see if the mucosal tissue heals over on its own. No further complications have been reported.